Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out procedure due to advisory status, externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. The physician elected to leave the lead implanted and active. The patient was stable before during and after the procedure and will be followed normally.